Event description:
Customer stated that he was involved in a motorcycle accident. Customer broke a couple of ribs and his wrist. Customer stated that the accident was not diabetes related. Customer is experiencing high blood glucose levels. The current blood glucose reading is 335 mg/dl. Customer will treat with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.